Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead was clogged with tissue and the lead was bent during. The lead was no longer used and replaced. The patient was in stable condition post surgery.